Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for out of range pacing impedances. There were observations of noise seen in both configurations, however it was noted that more noise was seen in unipolar. Technical services discussed testing using isometrics and serial impedances, and the physician was going to consider bipolar sense and unipolar pace to limit the oversensing. The system remains in-service at this time. No adverse patient effects were reported. Additional information was received that ra lead impedances continued to remain high out-of-range, and recently the right ventricular (rv) lead had also triggered a lead safety switch from bipolar to unipolar due to high out-of-range impedances greater than 3000 ohms. It was also noted that the device was showing a decrease in longevity from 15 years to 10.5 years over just a few weeks. The disk analysis was sent in and review revealed that the power consumption had increased from 32uw to 45uw suddenly, however the cause was not known. Technical services suggested monitoring the behavior for a few months and consider addressing both other manufacturer leads with high impedances. At this time, this system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for out of range pacing impedances. There were observations of noise seen in both configurations, however it was noted that more noise was seen in unipolar. Technical services discussed testing using isometrics and serial impedances, and the physician was going to consider bipolar sense and unipolar pace to limit the oversensing. The system remains in-service at this time. No adverse patient effects were reported.